Manufacturer narrative:
The e402 analyzer serial number was (B)(6) . Product labeling states: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii." Product labeling states: "if 2 of the 3 results have a coi < 1.0, hbsag not detected; does not exclude the possibility of exposure to hbv. The final result is negative." Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas e 402 analytical unit. The initial result was "positive." The specific result was not provided. The repeat result was "negative." The specific result was not provided. The customer allegedly repeated the sample in duplicate and reported the result as "negative." No specific results were provided.